Event description:
It was reported by the customer that a pyxis medstation es system all patient crossing on a server but not showing in stations. The customer reported that users were used the temp patient feature to dispense the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all patient crossing on a server but not showing in stations due to software issue. A technical support specialist manually rebooted the server to resolve the issue. The system functioned as intended after troubleshooting.